Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience infection, pain on scrotum, discomfort and redness. The patient was treated with antibiotics. The existing ipp was explanted and replaced with a malleable device. There were no further patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience infection, pain on scrotum, discomfort and redness. The patient was treated with antibiotics. The existing ipp was explanted and replaced with a malleable device. There were no further patient complications.